Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 3000 ml eva tpn bags leaked from "the administration infusion entry port". The leaks were identified after the devices were compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: two devices were received for evaluation. The reported issue of leakage was not identified by initial visual inspection of the returned samples. Functional testing was performed on both the samples and the devices immediately leaked from the administration spike port bonding area. The reported condition was verified. The cause of the issue was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned samples a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.